Event description:
It was reported that a malfunction alarm with code malf 12 occurred, displaying fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.